Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported after two successful shocks via paddles during a simulation the third shock was not delivered. There was no patient involvement as this was a simulation.